Event description:
Caller states that she wrapped the control vial in cloth as manufacutrer instructs, however, she then removed the cloth because she was unable to break the vial with the cloth. She reports she cut her finger when breaking the vial of control solution. Customer self treated the site and no medical attention was necessary.